Event description:
It was reported that the user experienced hypoglycemia while using an ilet system with a freestyle libre 3+ cgm, with the lowest reported cgm value of 44 mg/dl and an approximate duration of one hour. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included a user interview and troubleshooting education focused on meal announcements and treatment of lows. Investigation of this case revealed user-related use error, including missed or delayed meal announcements and overtreatment of lows, and intentional pausing of insulin delivery mid-meal to avoid perceived lows, which can contribute to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement timing and low-treatment practices.